Event description:
It was reported that during the procedure in the heavily calcified internal/common carotid artery, pre-dilatation was performed using a rx viatrac plus 4x30x135 balloon. During the first inflation at nominal pressure the balloon ruptured. The dilatation catheter was easily withdrawn from the anatomy and an unspecified stent was successfully deployed without the need for additional pre-dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.